Manufacturer narrative:
The customer elected to do their own repairs.

Event description:
It was reported the plastic joint (telescoping section) on an IV pole broke and struck the patient on the lips. It was further reported that a nurse's initial assessment of the patient showed no bleeding, swelling, bruising, or broken skin. Only an ice bag was given to the patient at the time of the alleged event. After the event, the patient allegedly made a complaint to the hospital that he/she "may have damage" to their teeth. The extent of the alleged injury to the patient¿s teeth is not known, nor is it reported if any medical intervention was required.